Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned a follow up will be filed as needed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician was not able to pass the cavity integrity assessment (cia) test and received a vacuum alarm. Trouble shooting was unsuccessful and a hysteroscopy was done and no perforation was noted. The device was removed and the array was inspected and was noted to be torn. A second device was opened which also did not pass the cia test. Additional troubleshooting was completed without success and a repeat hysteroscopy was performed which noted a uterine perforation. The procedure was aborted. No treatment was provided for the perforation.